Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was 770 mg/dl at the time of admission. The customer's father stated the customer was vomiting, had blurred vision, and was unable to walk from their high blood glucose. The cause of the customer's hospitalization was from diabetic ketoacidosis. Customer was treated with an IV of insulin and fluids. The father also stated no alarms occurred on the insulin pump prior to the customer's hospitalization. It was also found the father attempted to treat the customer with the insulin pump, but there was a possible blockage. The father also reported the customer had recurring blank displays on their insulin pump. Customer's father declined to troubleshoot and requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners and minor scratched lcd window.